Manufacturer narrative:
(B)(4). A review of the manufacturing records for the 22 fr gore® dryseal flex sheath verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), or serious injury to the patient may result. The IFU states, the 22 fr gore® dryseal flex introducer sheath is intended for insertion into an external iliac artery with a minimum outer diameter of 8.2mm, as it was reported the patient¿s right external iliac artery measured 6.5-9.2mm in diameter, the 24 fr gore® dryseal sheath may have been oversized and used outside of IFU.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. According to the report, a 22 fr gore® dryseal flex sheath was advanced, without resistance, through the patient¿s reportedly calcified right external iliac artery (measuring 6.5-9.2 mm in diameter) and the tag device positioned and deployed without issue. Reportedly, after deployment of the endoprosthesis, intra-procedural imaging identified a dissection of the right common iliac artery with distal extension into the external iliac artery. According to the report, the patient¿s narrow and calcified iliac arteries contributed to the dissection. Reportedly, the dissection did not result in hemodynamic impairment or require an intra-operative transfusion of blood products. An additional procedure was performed to repair the dissection, whereby an iliac extender component was implanted. Final angiography identified a dissection within the right common femoral artery, however, full patency to the distal extremities was reported. The physician will continue to monitor the patient. No further adverse events were reported.